Event description:
The pt reportedly experienced a decrease in performance. In july 2005, the pt was seen by a company representative for evaluation. Testing performed indicated that the device was functional. Programming adjustments were suggested. In august 2005, the company was notified of the plan to explant the patient's device. The patient's c1 device was explanted.